Manufacturer narrative:
Device evaluation: based on the product analysis performed; the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation/ crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.